Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Threads are defective. Cannot screw into handle.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of the threads being damaged. The overall condition of the device suggests moderate/heavy usage. A complaint database search on the provided product code found similar reports which were attributed to misuse. The root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.